Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that whilst calibrating the flow sensor the ventilator switched itself off. The patient was immediately disconnected from the ventilator and was neopuffed whilst a colleague was called over to assist. No injury has been reported.

Manufacturer narrative:
The log file of the affected device was provided for the investigation. The log entries showed that the device alarmed for an inoperable proximal flow measurement throughout the day of the event and the user performed several unsuccessful calibrations of the neonatal flow sensor. The device alarmed as specified for the flow measurement issue and it can be solved by replacing the flow sensor and connecting cable. Unrelated, but close to one of the unsuccessful flow sensor calibrations, the safety software of the device detected that a software task could not be processed within expected time. As specified for this situation, the device initiated a restart of the cockpit, during which the screen turns black for a short time, and which is accompanied by an audible and visual alarm. Other than reported, the ventilation unit is not affected by this temporary software deviation and the ventilation of the patient continues with the latest parameters. The software deviation could be corrected by the cockpit restart. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.